Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.

Event description:
The customer reported the device failed to boot up. Fse repaired the optical switch. There was not pt involvement.